Event description:
It was reported that the blocker was found loosened during a revision surgery for a broken rod.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the four blockers show signs of wear, use, deformation, and damage. All four of the blockers have deformations on the bottom surface of the screw indicating at least one previous use where the blocker was tightened in the presence of a seated rod. The screws also show other signs of use and deformation. Functional inspection: the blockers are single use devices. The blockers are functionally impaired based on the deformation present on the bottom surface of the screw indicating previous use. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: the blocker disengagement/loosening was confirmed based on the need for a revision surgery, the surgeon¿s reported discovery of the loose blockers during the revision, and the conditions of the returned product. The complaint specified xia blockers were used to secure a rod within mantis polyaxial screws (t9-l3). The manufacturing history did not report any relevant deviations in regards to the failure mode. The reported failure required a revision surgery approximately 5.5 months after the initial surgery. Insufficient bending of the rod was implicated in the construct loosening and should be considered the primary, causal contributor. Overweight/obesity is indicated as a contraindication in the IFU and the IFU clearly explains that the implanted spinal systems are subject to device disassembly over time with exposure to physiological stresses and strains.

Event description:
It was reported that the blocker was found loosened during a revision surgery for a broken rod.